Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient passed away while connected to the homechoice device. The patient was connected in dwell one of four. The patient was hospitalized at the time of death. The cause of death was not reported and it was not reported if an autopsy was performed. No additional information was available.

Manufacturer narrative:
Additional information: the cause of the patient¿s death was pea (pulseless electrical activity) arrest. Should additional relevant information become available, a supplemental report will be submitted. The device was received for evaluation. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. Internal and external inspection was performed and no issues were noted. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause of the reported problem could not be determined. Should additional relevant information become available, a supplemental report will be submitted.